Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the ett tube was becoming disconnected from the vent. The tube was exchanged and re-intubated to the patient.